Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and yellow particles. Leak test was performed and found openings. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on posterior side due to an unidentified (tear) opening.